Manufacturer narrative:
(B)(4). Batch # p93n4f. Investigation summary: the device was returned with no apparent damage. The instrument was tested using a gen11 and upon connection, an alert screen of replace instrument was observed. The instrument was then disassembled and an issue with the eeprom connector component was noted. Additional testing identified the eeprom connector component to have caused the alert screen. It was also found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to the start of a sleeve gastrectomy procedure, the instrument displayed an error message before they began operating. Switched generator on and off, however, they received the error message again. This issue occurred during set up. They opened a new device and the procedure began successfully. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Batch # p93n4f. Investigation summary: the device was returned with no apparent damage. The instrument was tested using a gen11 and upon connection an alert screen of replace instrument was observed. The instrument was disassembled and an issue with the eeprom connector component was noted. Additional testing identified the eeprom connector component to have caused the alert screen. In addition: when the device was disassembled it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.